Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had time anomaly. The customers blood glucose level 6.7mmol/l at the time of incident. Customer also reported that every month, the time goes 1 minute back and also shows wrong date. Customer stated that they already changed the date and time but it can happened 1 minute every month. Customer assisted to monitor the pump. The insulin pump will not be returned for analysis.